Manufacturer narrative:
Another initial reporter: (B)(6). Another contact info: (B)(6). Updated fields: b4, e1(initial reporter, event site state, event site telephone, event site mail), g3, g6, h2, h11. Corrected fields: d1, d4(version or model, catalog, UDI). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) unit not charging. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the power slot interface board and upon testing with battery removal the unit shut down. As a result the power management board was replaced and the issue was not able to be reproduced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part number 0997-00-1187 and 0670-00-1162 with a reported unit failure of the unit not charging batteries. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the part in the failure analysis and testing department per procedure.